Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump had emitted multiple loss of prime warnings across multiple different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2014 with the following findings:a review of the pump black box showed that loss of prime warnings had occurred. During testing, the pump was exercised for 24 hours without loss of prime warnings being duplicated. A force sensor calibration test was performed and found that the force sensor reading was out of specifications. The pump was opened and no internal force sensor issues were found. During evaluation the force sensor was found to be out of calibration but the loss of prime complaint was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.